Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse confirmed the issue by observing the sampler y-axis. Next, fse lubricated the y-axis rails and ran quality controls with no further issues. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 03sep2017 through aware date 03oct2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to the y-axis rails requiring lubrication.

Event description:
It was reported that the customer received "710 z1 axis" errors and a grinding noise with their g8 analyzer. Technical support (ts) instructed the customer to inspect the sampling needle assembly to verify that it was straight. Next, ts assisted the customer with cleaning and lubricating the z-axis drive shafts. After rerunning the analyzer to determine if the issue is resolved, the sample needle assembly then bent, and hit an obstruction. The customer did not have a spare on site. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.